Event description:
A user facility biomedical technician (biomed) reported that a 24v low alarm occurred during a patient¿s hemodialysis (hd) treatment on a fresenius 2008t machine, which resulted in blood loss. The biomed reported that the patient continued their treatment on a different machine. Additional details were provided upon follow-up with the biomed and a charge nurse (cn) who was present at the time of the event. The cn said the machine alarm caused the blood pump to stop during the treatment. It was unknown how long into the patient¿s treatment that this occurred. The cn said they were able to manually return blood from the arterial side; however, blood from the venous side could not be returned. This resulted in approximately 100ml of blood loss for the patient. The cn confirmed there was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. Upon speaking with the biomed, it was confirmed that the machine had been fixed. To resolve the issue, the biomed tightened the screw on the blue capacitor, and removed and reseated the following boards: the power logic board, the actuator test board, the ui/mics board, the function board, and the sensor board. No parts had to be replaced, and therefore no sample was available to be returned for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.